Event description:
It was reported that prior to starting a da vinci si surgical procedure a fenestrated bipolar forceps instrument's tips would not open or close. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .029 offset at the tip. The bent grip had separation of the yaw pulley and pulley cover at the glue joint indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. An additional finding not reported was both pitch up and down cables were frayed at the distal clevis hub. The frayed strands stick out at the instrument's wrist. Other cables at wrist were not damaged. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; frayed cables,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.